Event description:
It was reported that when using the bd pyxis medstation system, the barcode scanner failed to scan the medications, and it beeped, but the screen did not go to the next step. The customer reported that this occurred with multiple medications and patients. The customer stated that there was a delay in patient care while removing medications for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner beeps but did not populate on the screen. A field service engineer unplugged the scanner and plugged it back into the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.